Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during an open procedure, the device deployed malformed clips at the second firing. The device was fired twice out of the patient's body, but the clip was not formed properly. Another device was used to complete the case. There were no adverse consequences to the patient.